Event description:
It was reported that this right ventricular (rv) lead has gradually increase impedance within range. The patient passed out. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).